Event description:
False positive rapid test. I had the molecular test to see my daughter who is pregnant and it was negative on (B)(6). She and her husband and my son and his wife also took a molecular test and tested negative. We were the only ones together. On (B)(6) I returned home and quarantined. I took a rapid test on (B)(6) to return to work and it resulted in positive. I immediately contacted my children and husband who then took the molecular test again and they tested negative. I called my doctor and he wrote a script for a molecular test which I had on (B)(6), which came back negative. This was done at the primary urgent care in (B)(6). FDA safety report ID# (B)(4).